Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011 the patient experienced peritonitis. On (B)(6) 2011 the patient was hospitalized for the peritonitis. The patient was treated with fortum (1 gm, daily, ip) and vancomycin (2 gm, every 5th day, ip). The event of peritonitis was resolving and the patient remained hospitalized. Dianeal pd2 ultrabag therapy was ongoing as well as the remedial therapy with vancomycin and fortum. The reporter stated the event of peritonitis was not related to dianeal pd2 ultrabag therapy.